Event description:
The account alleged the bed exit alarm is not functioning. No pt impact.

Manufacturer narrative:
The technician found the bed unplugged and the battery drained. The technician in-serviced the account on the bed functions to resolve the issue.